Event description:
In 2005, the patient was reportedly hit in the head at the implant site. Seven days later, the patient was seen for evaluation. Testing performed confirmed that the patient's c1 device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.